Event description:
It was reported by the rep that during a colon resection procedure, after firing, the device was turned 3/4 of a turn, but it could not be removed. The surgeon pulled on the handles extremely hard and it released. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.